Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test during pre-use check. Despite our best effort in obtaining the information, it remains unknown what was the source of the leak. There was no information how the problem was resolved. Moreover, the service report and device logs have been not available for the further analyze of the issue. Therefore it has been decided to report this case in an abundance of cautions, as the provided description might have underlying causes which represent a reportable event. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).